Manufacturer narrative:
(B)(4). The lot was manufactured from april 25, 2014 to april 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multi rate infusor under infused. The device was filled with 240 ml, but was noted to have only infused 30 ml. This was found during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.